Manufacturer narrative:
(B)(4). Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. Evaluation summary: the device was returned for evaluation. The separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat an un-specified coronary lesion. Pre-dilatation was performed and the stenosis was reduced to less than 40%. The 2.5 x 12 mm implant delivery system was advanced, but could not cross to the lesion due to the anatomy. A 2.5 x 12 mm drug eluting stent was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. Returned device analysis found that the balloon and distal portion of the inner member were separated. It does not appear that the device was used in the anatomy. Additional information from the account reported that it is possible that the shaft separated during removal of the protective sheath, and that this was incorrectly reported as a no cross case. No additional information was provided.